Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia after adjusting glycemic targets and performing a factory reset on the ilet system, and non-medical troubleshooting and education were provided including guidance to treat lows with oral glucose and to contact the clinical care team for medical management. Symptoms included hypoglycemia with low blood glucose events. Outcomes included the need for self-treatment with fast-acting carbohydrates and user education. Investigation included complaint intake review and user coaching on hypoglycemia management and device use. Investigation of this case revealed no confirmed device malfunction based on the information available, and the event was characterized as hypoglycemia with cause unclear following user-initiated settings changes. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.